Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 112 events were reported for this quarter. Product return status 112 devices were evaluated based on historical data analysis. Additional information 112 devices were not labeled for single-use. 112 devices were not reprocessed or reused.

Event description:
This report summarizes 112 malfunction events in which the device reportedly overheated. 109 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.